Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Three ifuse implants were used in the initial procedure.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had si joint pain relief for 18 months before complaining of a recurrence of pain symptoms. The surgeon believed that the implants may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants and replaced them with wider implants of the same type.